Event description:
A customer reported that their insulin pump malfunctioned after being fully submerged in water. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.

Event description:
A customer reported that their insulin pump malfunctioned after being fully submerged in water, leading to a belief that their blood glucose level exceeded 500 mg/dl, although the specific value was not tested or recorded. The customer managed the high blood glucose level with a corrective injection using multiple daily injections (mdi), and no third-party assistance was needed. The pump's screen would not turn on despite attempts to charge it, and there was no red led indication. Technical support instructed the customer on storage mode and arranged for a pump replacement, which would include updated software. The customer acknowledged all instructions, including returning the faulty pump to avoid charges and setting up the replacement.